Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, that a matrix cross links twisted tip driver/screwdriver shaft stardrive t15 standard (straight tip) was broken. It is unknown if there was a surgical delay. Procedure outcome is unknown. There were no patient consequences. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d8: additional information provided. H3, h6: the instrument(s) was not returned and instead will be do based on the supplied image. The image was reviewed and the complaint condition for stripped tip was confirmed as the image shows the distal tip is stripped/twisted. The complaint condition of broken could not be confirmed from the supplied image. As the instrument(s) was not returned, an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be confirmed as could not be confirmed from the image provided. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.